Event description:
It was reported that a tcr75 and a tlc75 were used during a low anterior resection. It was reported by the affiliate that according to the surgeon, when he tried to use this reload for the linear cutter tlc75 to transect a proximal section of colon, he could not fired the cutter. It was jammed. Another tcr reload was reloaded in order to complete the case, using the same tlc75. There was no consequence to the pt.